Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number qlmdzz and no non-conformances related to the reported complaint condition were identified. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Was the suture reprocessed (ie. Re-sterilized) before use? Did the operating surgeon observe any suture deficiency or anomaly before, during or after the suture placement? Please specify/describe. Were cultures performed? Results? What were the results of the secretion that was sent for examination? Please specify what oral antibacterial drug was prescribed? Please specify. Was any other medical/surgical intervention provided, other than the prescribed oral antibacterial drug? Did the wound require resuturing? If yes, what was used for re-suturing? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a cesarean section to terminate a pregnancy because of active phase stagnation, cephalopelvic disproportion, meconium stained amniotic fluid on (B)(6) 2021 and suture was used to suture the abdominal incision postpartum. On the 5th day postpartum, the patient recovered well without special discomfort and was discharged from the hospital. A month plus later, the patient came to our hospital for follow-up, complained of surgical incision pain, physical examination showed no incision erythema and swelling, but there was yellow wound secretion. The secretion was sent for examination. Antibacterial drugs were orally taken for anti-infection, and regular outpatient dressing change was given, followed by observation. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/11/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Was the suture reprocessed (ie. Re-sterilized) before use? Did the operating surgeon observe any suture deficiency or anomaly before, during or after the suture placement? Please specify/describe.. Were cultures performed? Results? What were the results of the secretion that was sent for examination? Please specify what oral antibacterial drug was prescribed? Please specify. Was any other medical/surgical intervention provided, other than the prescribed oral antibacterial drug? Did the wound require resuturing? If yes, what was used for re-suturing? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? All answers above are unobtainable.